Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes and osteoporosis. The caller stated that the customer was fine the night before passing. The caller stated that the customer went to bed to watch tv, but the next morning the caller discovered the customer - cold to touch. The caller did not know the customer's blood glucose value at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller no longer has the customer's insulin pump or any of the supplies. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.